Manufacturer narrative:
The samples are not available for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The pt developed an infection.